Manufacturer narrative:
Approximate age of device: the approximate age of the device was 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient was expired. Cause of death was requested but not provided. The device reportedly worked as expected. No further information was provided.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively established through this evaluation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It should be noted that it was reported that the device was working as expected. No further information was provided. The manufacturer is closing the file on this event.